Event description:
It was reported that during an oral implant, the drill which was being used seized up and the implant head broke off. The implant was completed by hand and one week post op, the implant had to be removed due to infection. The infection that the patient experienced was treated with an antibiotic and there were no reports that additional treatment for the infection would be needed.

Manufacturer narrative:
The three contra angled heads were sent back to the manufacturer for investigation. During inspection each of the heads had signs of corrosion, striped gears and bearings. The broken gears were most likely the result of the corrosion caused by improper cleaning and sterilization practices at the account.